Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Initial surgery procedure: fixation was performed at t10-s1 it was reported that on an unknown date, post-op, the cage at the right side of l5/s backed out. Re-operation was performed for decompression and fusion for extending. During re-operation, s1 screw was removed, s2ai screw was installed and decompression was performed. The backed out cage did not move and fixation was performed again at t10-s2a.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.